Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result generated for a patient sample. The following data was provided (customer¿s reference range <52 ng/l): on (B)(6) 2025, sample ID (B)(6), initial result = 352.2 ng/l, 20may2025 repeat result = 15.3 ng/l. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. The ticket search by lot did not identify an increase in complaint activity for the issue. Review of tracking and trending for the alinity I stat high sensitivity troponin-I reagent did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 73240ud00. Device history record review did not identify any non-conformances, potential non-conformances, or deviations with the likely cause lot number and complaint issue. In-house accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of lot 73240ud00. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitivity troponin-I reagent lot 73240ud00 was identified.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result generated for a patient sample. The following data was provided (customer¿s reference range <52 ng/l): on (B)(6) 2025 sample ID (B)(6), initial result = 352.2 ng/l, (B)(6) 2025 repeat result = 15.3 ng/l . No impact to patient management was reported.